Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
Patient is trachy-vented during the day and night. Mum noticed that her child "did not appear right." Mum described her child looking puffy eyed and secretions were not clearing when she was suctioning him. That was when she noticed a split at the end of the tracheostomy tube (where you connect the swedish nose or ventilator tubing). Mum had to perform an emergency tracheostomy tube change. The same incident happened for this second tube (which was to be the replacement tube). It was believe it was a brand new tube from the packaging. For the second incident, mum also had to preform an emergency tube change. Trach 1 was inserted when he was an inpatient at (B)(6) hospital so unsure how long the tube had been in for. The second incident, the tracheostomy tube had been in for 11 days and was a brand new tube from an unopened packet. Mum believes the first incident involved a tracheostomy tube that had been bought back from sterilization. Product description: 3.5mm bivona pediatric cuffless v neck flange tracheostomy tube. Item and lot numbers unknown. Additional information received via customer response email 06-jun-2022: no harm came to the patient. Patient required suctioning and an emergency tube change. Outcome: ongoing. Tubes have been sent back to the supplier.

Event description:
Additional information received via customer response email 06-jun-2022: it was reported that no harm came to the patient. Patient required suctioning and an emergency tube change. Outcome: ongoing.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Adverse event: mum described her child looking puffy eyed and secretions were not clearing when she was suctioning him.